Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0799 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the product presents a hole in the middle of the catheter's path. Anvisa does not provide additional information, nor sample either. All complainant and patient information are confidential due to privacy policy.